Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that full height cubie multiple drawers and doors were not detected on the bus. A technical support specialist (tss)assisted the customer to reboot the station to resolve the issue. The customer recovered the drawer successfully. Tss verified that the customer was able to pull the medications, everything was working fine. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es multiple drawers were not detected on bus. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.